Event description:
It was reported that a patient contacted support regarding an implantable neurostimulator pain stimulation implantable pulse generator (ipg). The patient stated that beginning in (B)(6) 2025 the implantable neurostimulator started causing pain ¿24/7.¿ the patient reported that the right-side implantable neurostimulator was removed in (B)(6) 2025 or (B)(6) 2026.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.